Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported that a patient with cardiomyopathy received an impella 5.5 device for temporary mechanical circulatory support. The device was percutaneously implanted via the right femoral artery. At the time of impella initiation, the patient was classified as society for cardiovascular angiography and interventions (scai) stage e cardiogenic shock. On post-implant day two, a ¿placement signal not reliable¿ alarm intermittently sounded and then self-resolved. Motor current and flow values remained stable. An echocardiogram was discussed, and the nurse was advised to closely monitor the patient¿s hemodynamics as well as motor current and flow parameters. The option to disable the audio for the ¿placement signal not reliable¿ alarm was also discussed. There was no report or indication of patient harm associated with the event. The patient remains on impella support.

Manufacturer narrative:
Section d1 brand name corrected. Section d4 catalog number was corrected. This follow-up MDR is being submitted to document additional information received from the sales representative confirming that there is no device available for return.

Manufacturer narrative:
Additional information received confirms the impella pump placed for support was explanted after approximately nine days of support. The patient was reported to have survived at the time of explant and was subsequently bridged to durable left ventricular assist device. Section d6b has been updated accordingly.

Manufacturer narrative:
Corrected information has been provided in d4 serial number. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The cause of the placement signal issue was not determined due to no product was returned, no data logs were recovered, and insufficient clinical details.